Event description:
It was reported to philips that the device's therapy switch was not working properly. There was no patient involvement. Per (B)(4), philips identified that the heartstart mrx monitor/defibrillator therapy selector switch may fail, resulting in abnormal device behaviors. If the user performs the shift and operational checks that are recommended in the instructions for use and the fco, the user will be able to detect switch failures. Per (B)(4), if the customer should identify a therapy switch issue, philips will replace their therapy selector switch. The creation of this file indicates the notification to philips that the customer has confirmed the issue as described. The therapy selector switch will be replaced and no further investigation is needed.